Manufacturer narrative:
The device was returned to olympus for inspection. This phenomenon was newly confirmed during an inspection by the repair department. Olympus was unable to identify the cause of the leak. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit had a primary pressure reducer leak. There was no patient involvement.